Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained the scs charger would not locate the scs ipg. The patient stated when she tried to charge the ipg after losing stimulation the charger would not locate the ipg. Follow-up identified the patient reported she had her scs ipg replaced with a competitor's system.